Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that both pumps were exhibiting no disposable alarms, not detecting the cassettes, when a smiths medical, cadd medication cassette was attached. It was reported the end user was instructed on mixing a new cassette and a backup pump was requested. No adverse patient effects were reported. No additional information is available at this time.